Event description:
Caller reported that pump became hot to touch, although no temperature alarms were recorded in pump history when issue occurred. There was no adverse impact to customer¿s blood glucose level. Customer continued using current pump to ensure insulin delivery was not interrupted and will receive a replacement pump with updated software from technical support. Customer was advised on the necessary steps upon receipt of new pump and the return process for problematic pump was confirmed.